Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
(B)(4).